Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. Additionally, the explanted device was not returned for evaluation. Based on the info available at this time, no definitive conclusions can be made. This MDR includes all pt, event, and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by the pt's surgeon: it was reported by the pt's surgeon that he removed the ventralex patch due to complaints of pain and discomfort from the pt. The surgeon stated that the pt believed the mesh patch was the cause of the pain and discomfort, however, he stated that he felt it was in relation to the pt's anxieties.